Event description:
It was reported that lead hvb impedance was as low as 22 ohms but is now rising. The patient has been very ill over the past time period. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.